Manufacturer narrative:
Follow up 2 submitted for code corrections. Follow up 1: the infinity central station (ics) logs show that prior to the event the involved m300 battery was allowed to drain completely. When the battery is allowed to completely drain, the m300 will shut down and lose all logs and patient data. When the m300 powered on again, reentering the patient information is required. Until the information is entered, waveforms are visible, with no patient name or room number, as reported in this case. There was no device malfunction. As indicated in the ics/m300 vfx instructions for use (IFU), when the remaining battery level is at 10 %, a message displays on the ics and m300 to indicate that the battery is low. When the remaining battery level is at 5 %, an alarm of low-priority sounds at the ics. In addition, a message displays on the ics and on the m300 as a reminder to recharge the battery.

Event description:
It was reported that a patient died while being monitored with an m300 telemetry device. There was reportedly an alarm. On the infinity central station, the waveform was visible, but there was no name or room number displayed.

Manufacturer narrative:
The infinity central station (ics) logs show that prior to the event the involved m300 battery was allowed to drain completely. When the battery is allowed to completely drain, the m300 will shut down and lose all logs and patient data. When the m300 powered on again, reentering the patient information is required. Until the information is entered, waveforms are visible, with no patient name or room number, as reported in this case. There was no device malfunction. As indicated in the ics/m300 vfx instructions for use (IFU), when the remaining battery level is at 10 %, a message displays on the ics and m300 to indicate that the battery is low. When the remaining battery level is at 5 %, an alarm of low-priority sounds at the ics. In addition, a message displays on the ics and on the m300 as a reminder to recharge the battery.

Event description:
It was reported that a patient died while being monitored with an m300 telemetry device. There was reportedly an alarm. On the infinity central station, the waveform was visible, but there was no name or room number displayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient died while being monitored with an m300 telemetry device. There was reportedly an alarm. On the infinity central station, the waveform was visible, but there was no name or room number displayed.